Event description:
An a1059 was reported as follows, "the locking mechanism of the device was too loose and opened during a craniotomy." No information regarding patient impact or if there was a surgical delay was provided. The patient's gender and age was provided. 'Surgery delay: unknown. Was another clamp used to follow the surgery? No, it was not possible as it was in the final phase of the surgery."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.